Event description:
An alarm was reported due to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to disconnect the tubing and perform a series of actions to address the occlusion, including removing a cracked cartridge and cleaning the pump¿s pneumatic tap area, also during troubleshooting an o-ring was identified on the pneumatic tap. The customer changed necessary supplies and successfully resumed insulin therapy.